Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there was foreign matter on the catheter. "Good morning, one of our nurses opened an IV catheter and noticed that there was something inside the cap. I took it out and it seems to have what looks like a plastic string on the tip and at this time we have not found anymore, please see pictures below." Can you please provide an exact date of event? 27-04-2026.